Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified, but the alleged minimum fill notification issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Additionally, it was reported that a minimum fill notification occurred. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. Reportedly, a new cartridge was loaded to resolve the issue; however, ultimately the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.